Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error and the buttons are not responding. Customer stated that it could have been an issue of the buttons being held longer than 3 minutes or the device being exposed to moisture but he is not sure. Current blood glucose value is 178 mg/dl. Nothing further reported.